Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Analyst commented, recommended replacement time (rrt) triggered on (B)(6) 2015. (B)(4).

Event description:
It was reported that implantable cardioverter defibrillator (ICD) transmission data indicated battery voltage was 3.07 volts, approximately four months later transmission data indicated the device was in recommended replacement time (rrt) with battery voltage 2.61volts and was indicated as unexpected longevity. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed shorting/low impedance in the battery, and the battery indicator signifying that it is time for device replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.